Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, a rotated heart, thick leaflets, and a previous cardiac surgery. It was noted that there were difficulties visualizing the clips during procedure due to imaging quality. An xtw clip (31204r1099) was successfully implanted. To further reduced tr, an additional xtw clip (31201r2043) was inserted into the valve. However, the anterior leaflet was stuck on the clip. Troubleshooting was performed and the leaflet was successfully removed. It was observed that the first clip had partially detached from the septal leaflet, but remained on attached both leaflets. The second clip was then deployed to stabilize the first clip, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.